Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-00961. It was reported cerebrospinal fluid (csf) leak occurred during an implant procedure on the first needle placement. Procedure was completed without any difficulty. No medical interventions were undertaken for csf leak. Patient remained asymptomatic. The physician advised patient to lay down and drink fluids. Reportedly, effective therapy was achieved post-operatively.